Event description:
The patient's system was explanted due to infection. The patient was treated with antibiotics. The infection has cleared.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.